Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause was determined to be use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. Residue was visible on the external surface of the connector. The groshong valve was intact at the distal end of the catheter tubing. A crease that was split open in the circumferential direction was observed 3.8 cm from the distal end of the strain relief oversleeve. The split was located 3mm distal to the 33 cm depth mark. The adjacent surfaces of the split tubing were noted to be granular with rounded edges along the external surface of the catheter. The external surface of the tubing also exhibited a polished appearance on opposite sides of the circumferential split. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to bending, which can eventually cause the tubing to split with repeated flexing and kinking. No defects related to the manufacturing process were noted on the complaint sample. Reference (B)(4) for additional information related to this type of complaint.

Event description:
The facility reported to the sales representative that the catheter had been indwelling for 3 months and during care maintenance, the nurse found the catheter was leaking about 2cm proximal to the insertion site. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezl2281 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
The facility reported to the sales representative that the catheter had been indwelling for 3 months and during care maintenance, the nurse found the catheter was leaking about 2cm proximal to the insertion site. No patient harm was reported.